Event description:
The customer reported that the jaws would not open once tissue had been grasped. There was no patient injury or delay in procedure. The procedure was an esophageal laparoscopic hernia repair. Several attempts to gain more information on the incident were made without success.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reporter alleged the customer obtained the results of 563 mg/dl and 211 mg/dl back to back within 10 minutes on the active s system. Reporter stated that the first strip was left out for 15 minutes while they went to the store to get a battery. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
On (B) (6) 2010, though follow-up with the health-care provider, a response was received. It was learned that the device was never implanted. Therefore, this is no longer reportable to the FDA.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.